Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital after feeling shock, device was found to be in backup vvi with therapies disabled. Since device went into power on reset, device was explanted. Patient's condition was good post-procedure.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. Review of the stored electrograms indicated noise. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.